Event description:
Prior to a cryoablation procedure, an icepearl needle and cryoablation system were tested with no issues. The needle was placed in channel #2. Five minutes into the first freeze, the doctor noticed frost on the shaft. Wet sponges were used immediately but the doctor believed that the skin was burned. The doctor requested a new needle to be used but 6 minutes into the first freeze and after looking at the CT scan the doctor indicated the needle was too close to other organs and decided to stop the case. The case was not completed and the doctor did not know if the 2 freeze cycles were sufficient to treat the tumor. The needle that presented frost was kept and will be returned to galil for investigation.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. No relation was found between the needle assembly process and the vacuum loss phenomena. The thermal insulation loss did not compromise the iceball size as the iceball met dimension specifications.

Event description:
Prior to a cryoablation procedure, an icepearl needle and cryoablation system were tested with no issues. The needle was placed in channel #2. Five minutes into the first freeze, the doctor noticed frost on the shaft. Wet sponges were used immediately but the doctor believed that the skin was burned. The doctor requested a new needle to be used but 6 minutes into the first freeze and after looking at the CT scan the doctor indicated the needle was too close to other organs and decided to stop the case. The case was not completed and the doctor did not know if the 2 freeze cycles were sufficient to treat the tumor. The needle that presented frost was kept and will be returned to galil for investigation.